Event description:
This valve was explanted due to pv leak. According to the info received, the patient's initial postoperative course was "uneventful". Approx 1 month after event date, echo showed a "minor" pv leak without "hemodynamic consequence"; however, a subsequent echo showed "no signs of pv leak". The pt did "well" until early 2001 when pt developed symptoms of "increased hemodynamic incompetence" and was admitted. While admitted, a "substantial" pv leak was observed and angiogram revealed the valve was "tilted". Preoperatively, pv leak was observed to cover "half the circumference of the valve". At explant, the valve was "completely loose" and was removed "without instrumentation". The valve had no tissue ingrowth and the sutures remained attached to the sewing cuff. Bacteriological testing was negative for "any kind of bacteria".